Event description:
It was reported that the patient presented remotely via remote transmission. It was noted that the implantable cardioverter defibrillator (ICD) received several non-sustained right ventricular over-sensing (nsrvo) alerts due to post paced t-wave over-sensing. Additionally, it was noted the right ventricular (rv) lead would pace but not stimulate the heart, which was deemed the cause of the nsrvo seen by the ICD. The patient was asymptomatic. Initially, the output was increased to account for the higher capture thresholds, but the rv lead still could not cope. Ultimately, the rv lead was explanted and replaced. The patient's condition was stable.